Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and unexpected restart alarm. The customer¿s blood glucose level was 135 mg/dl. The customer reported that they had an alarm occurred after the buttons stopped responding. It was reported that the time was frozen and the insulin pump screen was not completely blank. Customer reported that they were was unable to clear the alarm. Customer stated the screen did not turn completely blank when removing the first battery. The customer inserted a new battery and the screen remained the same and continued to alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen, blank display or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. Device passed self-test, unexpected restart error test and displacement test. No unexpected restart error and clock monitor frequency error alarm noted during testing.